Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the dirty window in the charge coupled device unit and the kickable sleeve removed from its location, the cause was traced to a component failure, indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ureteroreno videoscope exhibited a dirty window in the charge coupled device unit and had a kickable sleeve removed from its location. There was no patient involvement.